Event description:
The health care provider reported that the patient had a refill 2 days ago with no concentration change and presented the day of the report with withdrawal symptom of pruritus. The patient had "withdrawal symptoms before and this feels the same". The pump logs showed an MRI caused stall and recovery; the pump appeared to be "working properly now". Device troubleshooting and treatment options were being considered. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).

Event description:
Additional information: the type of baclofen administered via the patient's pump was clarified as being lioresal. In regards to the cause of the event, a health care provider indicated that the patient had other multiple medical issues. The issue was further noted as not being related to the patient's pump. The patient was without injury.